Manufacturer narrative:
H3/h6): the device was discarded, thus no investigation could be completed and the reported event could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to cied system/pocket infection. A cook medical liberator locking stylet was inserted into the lead to provide traction. As a spectranetics 14f glidelight laser sheath was being advanced down the lead without activating the laser, the catheter kinked, with red laser light seen emitting from the area of the kink. Use of the device was discontinued and another of the same product was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.